Event description:
Information received indicates the brake will set, but the head end casters continue to rotate.

Manufacturer narrative:
The technician replaced the head end casters to repair the bed.